Event description:
Due to fractured lead, patient had received numerous inappropriate shocks depleting the battery of the automated implantable cardiac defibrillator (aicd) device to one third of its remaining battery life.